Event description:
In 05/04 the pt had an operation. A fixation of tendon with minilok and suture of prolene. And k wire. 6/04-the wound seen fine. 06/04 the wound convalescent. 06/04 the pt had hurt their hand accidentally, the place site become (swollen) and blush (red) around the k-wire. 06/04 scar (incision at the operation site) seemed good. 08/04 infection appears in the ulnar side of the scar (incision). Treatment with augmentin (?) For a week. 09/04 blood test- crp-o.k. 09/04 a worsening of the wound. Few spots of bladder with pus. Looks like reaction to the anchor or the suture. 10/04 still looks very bad. 10/04 appear something like granuloma. 11/04 continue look bad (pus). 12/04 had another operation to clean the area (suture and anchor are retrieved.